Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced a stoma site induration, on (B)(6) 2018, the patient experienced a stoma infection. It was reported that the stoma had an induration with purulent liquid exit and was encapsulated inside the stoma; therefore, it was decided that there was still an infection. The patient was treated with augmentine and bactroban. At the time of report, the stoma site infection was resolving.